Event description:
It was reported to medtronic minimed that the customer alleged sensors were not connecting. The customer also experienced hyperglycemia which was treated with insulin pump and customer was also assisted by immediate family member. The event involved product unk_transmitter. Troubleshooting was not performed for loss of communication between the transmitter and the pump and it was unknown whether the issue was resolved or not. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was using the minimed 670g/770g/780g system with the auto mode/smart guard feature active at time of high blood glucose event. No further patient complications were reported. No product return is required for unk_transmitter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.